Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery (rcfa) via a 6f sheath using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, there was no blood flow coming from the marker lumen when the proglide device was inserted into the patient anatomy. The device was flushed a second time and still no blood flow was noted. Two additional proglide devices were used for successful suture placement using the pre-close technique. The sheath was upsized to 24f and the tavr procedure was completed. Hemostasis was achieved in the rcfa using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is in training in the use of the proglide device and in training in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:visual inspections were performed on the returned device. The reported no blood flow coming from the marker lumen was not confirmed. The investigation determined the reported difficulties appear to be related to user technique and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.